Manufacturer narrative:
The patient returned the reported meter to lfs for evaluation. Product analysis was performed on the meter on (B)(4) 2013, with passing results and the customer's complaint could not be reproduced. . If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. The patient reported that on the mornings of (B)(6) 2013, at 4:30 am, she awoke experiencing the symptoms of shakiness, tingling and being unsteady. While symptomatic, the patient obtained the blood glucose readings of 110 mg/dl to 114 mg/dl on the reported meter. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The patient manages her diabetes with insulin pump therapy. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient returned the reported meter to lfs for evaluation. Product analysis was performed on the meter on (B)(4) 2013, with passing results and the customer's complaint could not be reproduced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue, there was no delay in treatment and the patient did not seek medical attention. However, as the test results did not correlate with the patient's symptoms or treatment, this complaint is being reported.